Event description:
Post-operative CT scan showed most of the trajectories placed were 2-7 millimeters deeper than planned. No abnormal behavior was noted during the surgery. Pre-op and post-op CT scans were merged on the robot. Surgeon believes depth inaccuracies were due to pmt electrodes not being sufficiently secured to pmt electrode cap. No clinical consequences for the patient, no delay to surgery.

Manufacturer narrative:
It was reported that electrodes were implanted too deeply during an seeg. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation as all electrode were implanted with accuracy at the entry point, the device cannot be responsible for the accuracy in depth. The implant depth also depends of the user method of implantation. According to the complaint description, the user assumed that the inaccuracies were due to the electrode technology which would not be sufficiently secured to the electrode cap.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : (B)(4).

Event description:
Post-operative CT scan showed most of the trajectories placed were 2-7 millimeters deeper than planned. No abnormal behavior was noted during the surgery. Pre-op and post-op CT scans were merged on the robot. Surgeon believes depth inaccuracies were due to pmt electrodes not being sufficiently secured to pmt electrode cap. No clinical consequences for the patient, no delay to surgery.